Event description:
The customer reported the presence of air bubbles in the tubing. There was no adverse impact to the customer's blood glucose level. Customer performed a supply change to address the issue.